Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 479 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they did not feel any symptoms. The customer did not start with the auto-mode feature. Customer was advised to remove reservoir, rewind, reinsert and run load reservoir/fill tubing with current infusion set. Customer advised insulin did exit properly. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The product was not returned for analysis.